Event description:
Fire department ambulance (paramedic) treatment of a (B)(6) male in cardiac arrest included the use of a vidacare ez-io device. Paramedics inserted the needle set into the patient's leg, but were unable to unscrew/remove the stylet from the catheter. The failure of this device caused it to be unusable for medication administration. I spoke with a representative from the manufacturer after the incident. I was told that they were aware of the problem and that it was only the 5th or 6th complaint. I was told that it was from "too much glue" being used, and that it made the stylet and the catheter "bond" together. I was told that there were no other incidents of this in my area of the country, and that there the defective devices were on an individual basis - not specific to any lot numbers. Approximately one month later the same type of incident occurred in a neighboring community. A "serious incident report" was filed with the (B)(4) office of emergency medical services.